Event description:
It was reported that the external pulse generator (epg) was unable to pace normally. The epg was returned for servicing. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis found that the device was too sensitive. As a result the device was calibrated. The device then passed functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.